Event description:
Same case as mfg# 2134265-2009-01794. It was reported that during a right lower leg arteriovenous malformation embolization treatment procedure, the coils did not shape properly inside the pt. The anatomical location being treated was the right lower leg. An interlocking detachable coil 6mm x 10mm was advanced to the arteriovenous malformation, and shaped in a "knot" instead of a spiral. The coil was withdrawn. Another interlocking detachable coil 4mm x 8mm was also advanced to the area, and also shaped in a "knot" instead of a spiral. This coil was also withdrawn. It was further reported that the coils did not position as the physician intended, and were withdrawn before fully deployed. The procedure was completed successfully with a 3mm x 6mm coil. No pt injuries or complications were reported. The pt's status is reported as "ok".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).